Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead could not be fixed during the implantation procedure. Physician chose to use a different lead and procedure was successfully completed. There were no patient symptoms and patient was recovering after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.